Event description:
Patient complained of increasing pain and stiffness in right shoulder.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since release to distribution. Review of provided patient x-rays by a depuy senior project engineer finds no product problem identified therein. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.